Event description:
Additional information was received indicating a revision procedure was performed and the right ventricular (rv) lead was capped and replaced. The patient was in stable condition.

Event description:
Additional information received indicating abbott technical support was contacted. No intervention has been performed at this time. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.